Event description:
Patient's mother reported his blood glucose level in the morning is too high; 530-548 mg/dl. Mother stated patient took correction via the infusion device at 6:09 am with a bolus of 24 units. Mother reported the patient's blood glucose level is always too elevated; he changed the infusion set, took correction via the infusion device at 7:35 am of 10.9 units without success. Mother stated the patient felt sick, nauseous, and vomited. Mother reported she picked him up from school, and he took correction via the infusion device at 9:01 am of 15.6 units; no success. Mother stated at noon she called the ambulance and the drove the patient to the hospital where he was placed in the ICU. Mother reported the patient's blood glucose level in the hospital was 540 mg/dl; correction was given with insulin via perfusor. Patient's normal blood glucose level was not provided. Mother stated the hospital staff thinks the infusion device delivers too low insulin. Mother reported the patient disposed of the infusion set. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).